Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? What is the date of index surgical procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What is the lot number? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? Was any surgical or medical intervention been performed, aside from the antibiotics? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative pyrexia and abscess? What is the user¿s experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy procedure on an unknown date and absorbable hemostat was used. During a de of total laparoscopic hysterectomy, the product was used for oozing at the site of rectal separation. Cleaning was completed before wound closure. Then, within two weeks after the surgery, pyrexia and abscess developed. After that, antibiotics were administered, and the patient recovered. There was no re-operation. The patient was discharged from the hospital in about a week. The surgeon commented that the product was also applied to non-bleeding areas such as peritoneal defects. Excessive use might be the cause. Also, there are many patients with de who have particularly severe pelvic inflammation, and this also might be one of the causes. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested, and the following was obtained: pyrexia 38 to 39. Blood collection data were CPR 20 mg/dl and white blood cell 15,000 ~ 16,000/l. There was a 6 cm tumor in the area continuous from the pelvis to the vaginal stump. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure?=>female. 2. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically?=>it was used to address bleeding. 3. How much surgicel was used during the procedure?=>surgeon thought he used too much of the product. 4. What is physician¿s opinion as to the etiology of or contributing factors to this event?=>the product was also applied to non-bleeding areas such as peritoneal defects. Excessive use might be the cause. The following information was requested, but unavailable: 1. What is the date of index surgical procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What is the lot number? 6. Where was the surgicel used (on what tissue)? 7. Was the surgicel product left in place? Was the excess irrigated and removed? 8. What were current symptoms following the index surgical procedure? Onset date? 9. Was any surgical or medical intervention been performed, aside from the antibiotics? 10. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative pyrexia and abscess? 11. What is the user¿s experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.